Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the labels are undamaged, but the tamper seal is missing. The pump was received in good condition with no physical damage found. No problems were found in downloading the event history log (ehl). A functional check was performed on the returned pump, but no further evaluation will be performed. The device was returned with no issues reported, only the request for the event history log download therefore, no device history record (DHR) review is required. Service history review confirmed no repair to the pump in the last year. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a handling error and data could not be retrieved. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.